Event description:
Approx 2 years following cypher stent placement to treat in-stent restenosis of a previoulsy stented (bare metal stent) saphenous vein graft, the pt began to experience chest pain with exertion. Coronary angiography revealed in-stent restenosis. This was treated with another cypher stent and the pt was released from the hosp the day after the procedure. There were no complications.